Manufacturer narrative:
The electrode serial number was not provided. The field service engineer inspected the module and determined that the sipper rubbing the side of the ion-selective electrode (ise) bath caused the event. He replaced and adjusted the sipper nozzle and bleached the flowpath. He performed successful operational, mechanical, ise, and precision checks and qc. The investigation determined that a hardware issue caused the event. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable sodium electrode assay result for several patient samples tested on the cobas 6000 c (501) module. One patient sample with discrepant results was provided: the initial result from the analyzer is 136 mmol/l. The repeat result from an abl 90 bloodgas analyzer is 147 mmol/l. The qc failed after the electrodes were replaced and calibrated, prompting the rerun. The repeat result was deemed correct.